Event description:
The manufacturer became aware of an allegation related to a ds2 adv CPAP device. The manufacturer received information alleging copd and congestive heart failure. No medical intervention was required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.